Event description:
It was reported that during a bph prostate procedure ¿fiber tip not working" at 114,828 joules and 14:38 minutes of usage. The fiber was replaced. The procedure was completed with the second fiber. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.